Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after receiving one shock. Upon interrogation, it was noted that twenty-nine non-sustained vt episodes and three episodes that fell into the vf zone resulted in either atp or shock delivery. After further review, physician noted that the shock was inappropriate as well as the majority of all the episodes due to right ventricular lead noise. The impedance was within normal range and threshold was acceptable. Programming changes were made. Lead revision was discussed. Patient was stable throughout and was setup for merlin@home before leaving the clinic.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2019 without complications.